Manufacturer narrative:
The product was not returned for analysis. Provided photos show implanted iol. The reported scratch or stain are not clearly visible. The image quality and lighting conditions may be factors affecting the visibility. We cannot confirm the reported event based on the returned photos and without the evaluation of the physical product. Based on our observation of the attached photo, the reported complaint cannot be confirmed from the provided photo. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of a scratch or a stain was found on the intraocular lens optic. The surgery was performed and completed as it was without product replacement. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).